Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: superion implant. Upn: 101-9812. Model: 101-9812. Serial: (B)(4). Batch: 30244397.

Event description:
It was reported that during the second part of the superion indirect decompression system implant procedure while placing the second device at l3-4 it was noticed that alignment seemed off when the device was deployed. The device at the l3-l4 was removed and l4 spinous process fracture was observed, the previously successfully implanted device at l4-l5 was also removed. It is unclear whether the fracture was caused by the implant or if it was pre-existing, however the patient does have osteoporosis. An magnetic resonance imaging (MRI) was performed and it was noted that the most caudal fully segmented lumbar vertebra is l5. It is unclear which device was used at what level. This is the report for the second device.

Event description:
It was reported that during the second part of the superion indirect decompression system implant procedure while placing the second device at l3-4 it was noticed that alignment seemed off when the device was deployed. The device at the l3-l4 was removed and l4 spinous process fracture was observed, the previously successfully implanted device at l4-l5 was also removed. It is unclear whether the fracture was caused by the implant or if it was pre-existing, however the patient does have osteoporosis. An magnetic resonance imaging (MRI) was performed and it was noted that the most caudal fully segmented lumbar vertebra is l5. It is unclear which device was used at what level. This is the report for the second device.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: superion implant, upn: 101-9812, model: 101-9812, serial: n/a, batch: 30244397. The device was returned, analyzed, passed all tests performed, and exhibited normal device characteristics. A labeling review was performed on the lead instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. Based on all available information, engineers are able to confirm the root cause of the event. The device was returned and analyzed, as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint and the conclusion is that it is a known inherent risk of the device.